Event description:
The facility reports the cna looped the seat belt twice when she had the resident on the bathing chair. She then proceeded with the bath. When the bath was done, the cna stated that she lifted the chair out of the tub. At this point, the resident was still covered with soapy water. The other aide left the bathing room at this time to get more towels. The cna grabbed hold of the resident's heel to swing over the tub shell. She faced the lift forward to lower the resident. The cna stated that about halfway down, she noticed from the side of her eye that the resident started to pitch forward and fell to the floor. The resident sustained a laceration to her forehead and fractured femur. The resident was taken to the emergency room and was admitted to the hospital. The lift was examined by an arjohuntleigh investigator and was found to be in good condition with only minor scratches on the base cover. The lift operated to specifications. The seat belt was also in good condition; no fraying was noticed. Attempts to recreate the event were unsuccessful.